Manufacturer narrative:
During the review of the DHR for lot mw04927a, it was concluded that the product was inspected and accepted for use by the quality control department on 10/26/2009 and met all specified parameters of the receiving inspection report with no associated nonconformance specific to the product issue. The device was visually inspected and confirmed to have experienced fracturing at the distal tip. The root cause was unable to be determined, however, could be the result of excessive force within the surgical setting, repetitive use, or consequential handling outside the surgical setting. The device is part of loaner sets that are subject to handling and multiple sterilization cycles after distribution into the field. This lot was released into the field in 2009, which indicates a significant period of use.

Event description:
On (B)(6) 2018, the patient underwent a one level tlif procedure with the newport system. During the procedure, a piece of the distal tip of the large dilator broke off in-situ. The incision was explored thoroughly but the broken piece was unable to be located. It was indicated that the broken piece could have fallen off the field, been suctioned up or fragments could have remained within the patient's soft tissue. The surgery was successfully completed with a back-up dilator and a revision surgery was not planned. No further event information is available.